Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 516 mg/dl. The customer treated with a bolus and drank water. Troubleshooting for the hyperglycemia did not occur as the customer originally called to troubleshoot issues with a lost sensor alarm. The insulin pump was not returned or replaced.